Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said fluid was discovered during treatment complete. In a follow up, the patient verified the fluid leak and said it dripped from cycler onto the table. The patient didn't know from what part of the cycler it came from. There was no harm, intervention or adverse event associated with the leak. The patient did manual treatments until a new cycler arrived. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said fluid was discovered during treatment complete. In a follow up, the patient verified the fluid leak and said it dripped from cycler onto the table. The patient didn't know from what part of the cycler it came from. There was no harm, intervention or adverse event associated with the leak. The patient did manual treatments until a new cycler arrived. The cycler is available to return.